Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of hypotony maculopathy, vision abnormalities, high intraocular pressure and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they experienced inflammation, very red eye and has like film in the stent area. Healthcare professional clarified the event of like film in the stent area is a larger more nasally dissecting bleb. Healthcare professional also reported patient experienced blurry vision, elevated intraocular pressure and hypotony maculopathy with persistent irvine-gass type central subretinal and intraretinal edema limiting the vision in the left eye against the xen®45 gts. Patient was treated with durezol and ketorolac eye drops. The events have been resolved.